Event description:
The patient was appearing uncomfortable, potentially refluxing. Upon measurement, the ng [nasogastric] tube appeared slightly too short. When I (rn) removed the tape securing the ng tube to the high flow to adjust the depth, the ng tube snapped, leaving 20 cm of tubing in the patient. Luckily, the tubing was visualized in the patient's nare and the remaining 20 cm of tubing could be removed with minimal effort.